Event description:
Healthcare professional reported "seroma". Later reported "collapsed capsular tissue measuring 0 cm in reconstructed diameter, fibroplasia, fibrosis and calcification" (capsular contracture grade unknown). Pathology performed which showed capsule demonstrating fibroplasia, fibrosis and calcification. There is a light scattering of mature appearing lymphocytes within the wall." No malignancy. This relates to the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "seroma" and ¿collapsed capsular tissue measuring 0 cm in reconstructed diameter, fibroplasia, fibrosis and calcification¿ (capsular contracture grade unknown). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. ¿ calcification: not observed. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "seroma". Later reported "collapsed capsular tissue measuring 0 cm in reconstructed diameter, fibroplasia, fibrosis and calcification" (capsular contracture grade unknown). Pathology performed which showed capsule demonstrating fibroplasia, fibrosis and calcification. There is a light scattering of mature appearing lymphocytes within the wall." No malignancy. This relates to the left side. Device was explanted.